Event description:
(B)(4). I had the essure placed on (B)(6) 2014 (friday). I ended up with severe pain on my left side and bleeding by (B)(6) 2015 (sunday). I had called the on-call doctor on sunday and they told me that this was normal. I ended up calling again on monday and pretty much every day for the next two weeks. By week one, I was in so much pain when I walked, I could not even push a shopping cart at (B)(6) or hold my daughter. I was in so much pain, it made me tired. I could barely work and ended up going home a few days early. By the second week, my doctor and I had talked every day and the pain was still there all the time. I ended up in the ER that following friday. My doctor saw me on an outpatient basis and I had a CT scan, ultrasound, laboratory work and also my doctor checked me. The CT scan showed that the essure coil on my left side could not be seen. That following wed, I was having surgery to remove the essure on the left side. I was told that I have a tilted uterus and it caused the coil to not be seen and it was putting pressure on something "nearby," which is why I was in so much pain. I had the entire fallopian tube removed on the left and a piece of my uterus as well. That severe pain went away right after surgery, but now I have a list of other problems due to the surgery. Not what I signed up for at all.